Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(4) 2010 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(4) 2012. Information was subsequently received on (B)(4) 2011 that revealed out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that an infection and erosion occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Upon the return of the lead, analysis was done and the lead tested out of specifications.